Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a teflon infusion set after pausing insulin delivery during a bath and subsequently disconnecting and refilling the tubing without confirming drops, which left insulin delivery stopped; the user also administered a manual subcutaneous dose of humalog and was advised to remain disconnected temporarily to avoid insulin stacking. Symptoms included elevated blood glucose reaching 312 mg/dl. Outcomes included self-management at home without medical intervention or hospitalization, with blood glucose decreasing to 190 mg/dl by the end of the call and plans for a full supply change. Investigation included review of device event data and bionic report, as well as user interview and troubleshooting education. Investigation of this case revealed incomplete tubing fill and failure to confirm drops, resulting in interruption of insulin delivery. It was concluded that hyperglycemia occurred due to user-related interruption of insulin delivery, while a definitive singular cause remained unclear because multiple user actions occurred in sequence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.